Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. Inspection identified the presence of water in the water trap and moisture around the bellows. A loose stopcock on the water trap was identified and secured. The unit was disassembled to inspect the internal tubing, and no evidence was found indicating that moisture or liquid had penetrated the internal lines or casing. The observed moisture was limited to the water trap within the patient circuit. This is considered normal when a heated humidifier circuit is not used. No moisture was found inside the ventilator itself. A full pneumatics checkout was completed, including an adjustment to delta p. Patient circuit calibration and performance checks were successfully performed. The unit passed all testing and is operating according to OEM specifications.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
The customer stated that moisture was found during setup and the oscillator stopped. There was no patient involvement reported.